Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged due to migration of the pulse generator (pg). The pg pulled on the lead, causing the dislodgment, which led to poor sensing values. Surgical intervention was performed to reposition the lead. No additional adverse patient effects were reported. This lead remains implanted and in service.